Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that an air in the tubing section was observed between the pump and the patient. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the customer reported air in the tubing section was observed between the pump and the patient. There was no patient harm/injury reported. The report refers to product code 762055, joey 500ml pump set, with lot number 201600099. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A trend analysis was performed for the reported lot number and failure mode and no related trends were identified within a 2-year timeframe. A total of five (5) samples were received for evaluation. Visual inspection and functional testing performed confirmed the report of air in line. An investigation has been initiated to determine the root cause of this confirmed device failure. Additional action/escalation is not required at this time. This complaint will be used for tracking and trending purposes.